Event description:
An international customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The load contained the following devices: two cataract sets, two light source codes, and two microscope covers. Two devices were not recalled successfully. There were no reports of injury or harm with regard to this event. The bi was placed on the lower bottom portion of the chamber. The results for the bi were read after 72 hours. The prior bi and subsequent bi were both reported as negative. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site to assess the unit. The fse found the unit met specification. (B)(4): suspect positive bi. Manufacture date: 11/11/2011.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review revealed no anomalies that would contribute to suspected positive bi. Trending analysis for the product code of 'suspected positive bi' demonstrates there was no significant trend. Trending analysis by lot number revealed there has been one similar incident reported. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed for this issue and the risk index is considered none/negligible. Insufficient information is available to determine the cause of the alleged suspected positive bi. However, the device compatibility cannot be eliminated as a contributing factor since information was unavailable regarding the specific makes/models of devices within the load. Furthermore, the suspect bi returned for evaluation had deep purple staining matching that of a negative bi. Since the customer did not report how the positive bi result was determined (e.g., color, turbidity), it's unknown if customer misinterpretation also played a role. A sterrad malfunction was ruled out as a probable cause as the cycle passed, the ci changed appropriately, and the precedent/subsequent bis were negative for growth. A cyclesure malfunction was also eliminated as a contributing factor since the retain sample evaluation demonstrated that the product functions as intended when used per IFU,